Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.010.473; lot: l736887; manufacturing site: (B)(4); release to warehouse date: 13.mar.2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Service and repair history: no service history review can be performed because the lot/serial number cannot be traced. The service history review is unconfirmed. Please launch a DHR review. A product investigation was conducted: service and repair evaluation: the customer reported the screwdriver was bent. The repair technician reported the nut was missing, and the tip was bent. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the returned device was examined, and the distal tip was found to be twisted and stripped. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed; the analysis code visual: stripped/worn/twisted/cross threaded was selected to better capture the received device condition. No further visual defects or deficiencies were noted. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was found out in the sterile processing department (spd) that the inter-lock screwdriver was bent and no longer usable. There is no patient involvement. This report is for one (1) inter-lock screwdriver. This is report 1 of 1 for complaint (B)(4).